Manufacturer narrative:
Evaluation of the returned penumbra system red 68 reperfusion catheter (red68) confirmed that the catheter was fractured. Evaluation revealed kinks proximal to the fractured location, which indicates that the device likely kinked before fracturing. If the red68 is retracted at an angle during use, damage such as a kink and a subsequent fracture may occur. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the distal middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68), a penumbra system red 43 reperfusion catheter (red43), a benchmark bmx96 access system (bmx96), and a guidewire. During the procedure, the physician completed one pass using the red68. After completion of the procedure, the hospital staff noticed that the red68 was fractured upon removal. The red68 was removed by hand. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.